Event description:
It was reported that the customer's blood glucose level reached 229 mg/dl, but the cause was unknown. There was no adverse impact to the customer¿s blood glucose level beyond this reported value. The customer took corrective action by administering a correction bolus using the pump and performed a series of checks with technical support, which revealed bubbles in the tubing. Technical support guided the customer to disconnect and prime out the air using the fill tubing feature, and the customer was educated on the importance of removing air bubbles to ensure proper insulin delivery. The caller understood the instructions and agreed to replace supplies as necessary and resume insulin use.